Event description:
It was reported that a cadd® cadd-ms® 3 ambulatory infusion pump continued to display "blockage detected" then displayed "pump malfunction", then shut off. No report of patient injury.